Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment site and subsequently was placed under mac anesthesia on (B)(6) 2021, in order to remove the abutment. There are plans to convert the patient to a transcutaneous osia implant system at a new site; however, this has not occurred as of the date of this report.